Event description:
It was reported that the atrial lead exhibited undersensing, causing the patient to receive inappropriate therapy. Atrial sensitivity was increased and the patient would be monitored.

Manufacturer narrative:
.